Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional via a manufacturer representative reported possible leakage of the implantable neurostimulator (ins) that occurred during a procedure. When replacing the ins, a lot of red color (dry fluid) was seen internally on top of the ins, noted to be possibly blood or battery fluid. No factors known to have led to the event. The ins was replaced and the issue was noted as resolved. No symptoms were reported.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The device was functionally okay. The tecothane acts as a shell during manufacturing to stack the connector components and make the welds. Once this is complete, the entire area is filled with the lsr. The lsr bonds well with the metallic and other rubber components. It, however does not bond well with the tecothane. This causes a tight, but not bonded fit. Body fluid in this space is not of concern because all of the electronic components are still completely sealed in the lsr and never caused any performance issues.

Event description:
The company representative (rep) clarified the reason for ins replacement was due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.